Event description:
A (B)(6) male presented for an endovenous laser treatment procedure to treat reflux in the greater saphenous vein. It was reported by the user that the physician did not fully advance the laser fiber into the sheath nor did the physician properly connect the laser fiber to the sheath. Upon pulling the sheath/laser fiber assembly out of the patient at the end of the treatment, the physician discovered that the laser fiber had burned through the sheath and an approximately four (4) cm segment of the sheath remained in the patient. The segment of sheath was located in the upper thigh gsv and was successfully removed from the patient. It was reported that there was no adverse effects to the patient due to this event. There was no permanent harm or injury reported to the patient.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The complaint could not be confirmed. The root cause for the reported defect is unknown. Based on information provided by the user, the most likely root cause for the reported complaint is that physician failed to fully advance the fiber through the end of the tre-sheath nor did the physician attach the fiber to the tre-sheath. As the physician began to pullback, they pulled the fiber back into the tre-sheath causing it burned through the sheath. If the device becomes available, the complaint will be reopened and the sample will be investigated. The instructions for use, which is supplied to the user with this catalog number, contains a statement, "insert the nevertouch laser fiber into the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance." The angiodynamics sales representative has provided an in-service to the account instructing the physician in the proper use of the device. During the review of the manufacturing records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).